Event description:
It was reported that during a trial procedure, the trial lead that was attempted to be used got broke and three contacts were left inside the patients body. The physician placed another lead, and the patient was doing great postoperatively. Additional information was received that during the patient's permanent implant procedure, the remaining contacts were successfully removed from the body. The patient was reportedly doing well.

Event description:
It was reported that during a trial procedure, the trial lead that was attempted to be used got broken and three contacts were left inside the patients body. The physician placed another lead, and the patient was doing great postoperatively.

Manufacturer narrative:
(B)(4). (Sn: (B)(6)). The returned trial lead was analyzed and visual inspection revealed that the top three electrodes were separated from the distal end. Electrodes 1-3 were not returned. The cables were exposed at the damaged portion of the lead. A labeling review did not reveal any anomalies. With all the available information, boston scientific concludes an allegation of lead damage was confirmed. It appears that the lead was exposed to excessive mechanical force causing damage to the distal array. The probable cause selected is unintended use error caused or contributed to event.

Event description:
It was reported that during a trial procedure, the trial lead that was attempted to be used got broke and three contacts were left inside the patients body. The physician placed another lead, and the patient was doing great postoperatively.